Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was received in good physical condition with no damage or adulterations. The return tube is cracked. When powered on, the device does not enter 'operation mode", green led on display does not light, and there is no water recirculation, pump failed. No alarms activated, but they all work as intended. The bottom socket dual thermistor wires (yellow/black) were positioned behind the pcb, this can cause damage to the wires because of the sharp solder points on the backside. It was confirmed that the device did not pump water after start up and no alarms activated. The pump failed causing the device to not enter operations mode. There is no alarm for the pump not working. The pump, return tube and membrane switch were replaced. The o-rings and fan guard were replaced for preventative maintenance. The device passed tests after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was not re-circulating the fluids and also not showing the alarms. The event happened during testing. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.